Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during the fill tubing step when pressing and holding to prime, and no drops were observed from the tubing until the cartridge was replaced with another prefilled cartridge, after which drops were observed and the process continued. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included user troubleshooting and education to replace the cartridge and retry the fill procedure. Investigation of this case revealed that the initial fill attempt was unsuccessful and resolved by replacing the cartridge, consistent with a transient occlusion or flow restriction during tubing fill with an associated device alert, with no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user reinstruction and component replacement resolving a transient flow resistance during priming.

Manufacturer narrative:
Initial.